Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was approached from the right femoral artery contralaterally during procedure of coil embolization of the left internal iliac artery. However, it could not be inserted into the vessel. Another device was used instead to complete the procedure. There have been no adverse effects to the patient or additional medical intervention reported. The manufacturer's representative confirmed the fray in the tip of the device.